Event description:
On (B)(6) 2015. This patient underwent endovascular treatment of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. On (B)(6) 2018. A rupture of the right internal iliac artery aneurysm was reported. The patient was converted to open repair to treat the rupture.